Event description:
Caller reported experiencing a cartridge alarm 20 during the load process. The issue did not cause blood glucose levels to exceed 500 mg/dl and therefore had no adverse impact. Customer reverted to an alternate method of insulin delivery.